Event description:
It was reported that the balloon would not inflate and the balloon could not maintain inflation. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that balloon lumen leakage was observed through a slit, 0.075 inches in length, at the 12.5 cm area ( distal of the thermal filament). No visible damage to balloon latex. A CAPA is in process for slit in catheter body related to balloon inflation.